Event description:
Pt reported pain, swelling and warmth to the touch at affected knee several days after an intra-articular injection. Is the product compounded: no. Is the product over-the-counter: no.